Event description:
I am a type 1 diabetic and use the dexcom g7 continuous glucose monitor, paired with an iphone, and apple watch, and an omnipod5, to manage my diabetes. After inserting a new dexcom g7 sensor this morning, the sensor would not connect to any device other than the iphone. That is, it would not connect to the apple watch (my primary management device), nor would it connect to the omnipod5 to enable use of the integrated delivery system. As a result of this product failure, I was not notified of an urgent low glucose event as the sensor was not connected to my apple watch. Additionally, the omnipod5 was unable to prevent the urgent low glucose event as the failure to connect also occurred with that device. I did call dexcom for technical support. They refused to provide support regarding their product failure due to the failure impacting the omnipod5 connection in addition to the apple watch connection.